Manufacturer narrative:
Patient information was unavailable from the site. The street address should read; inga-marie nilssons gata 28, plan 3. The instrument was not returned, so no analysis was conducted. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that the clamp was broken; the washers fell off. There was no reported impact on patient outcome.